Manufacturer narrative:
Device inspection at rc (repair center) olympus china, found clogged, a foreign material which is a brush head was found on the channel tube. The customer reported issue was confirmed. Additionally, further inspection found the following defects on the device: the insertion section was wrinkled and the root part was bent and leakage occurred. Bending cover was leaking; bending cover was pressed; lg-bundle (light guide) was broken with a scale of over 30% (nonconcentrated); ob-lens I(objective lens) and lg-lens (light guide lens) were scratched; switches were discolored; suction cylinder was worn and the name plate on the s-cover was missing. Investigation is ongoing. This report will be supplemented accordingly following completion of investigation.

Event description:
Customer reported channel tube clogged (internal defects) on the device. The issue found at preparation for use. Patient was not under anesthesia. The intended procedure was completed with another similar device. There was no patient harm or injury reported due to the event. Device return evaluation found channel tube with foreign material. A brush head was found.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the cause of the foreign material was likely from one of the following events: fragments from a broken or deteriorated brush. Reprocessing method at the facility differed from the instructions for use recommendation. The facility staff was less trained in reprocessing and/or device handling in accordance with the instructions for use statement. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "3.8 inspection of the endoscopic system. 3 insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end of the endoscope. Also, make sure that no foreign objects come out of the distal end of the endoscope.¿ olympus will continue to monitor field performance for this device.